Event description:
It was reported that the pt was experiencing decreased therapeutic effect, increased spasticity, and dystonia in 2007. A bolus trial was unsuccessful. Surgery was scheduled for the following month to reinsert/replace the catheter. At the time of the surgery, the decision was made to change the pump to a larger volume pump as well.